Event description:
The manufacturer's representative reported that the pt experienced increased pain and withdrawal (symptoms not reported). The type of medication, concentration, and daily dose being administered via the pump were not reported. During the pump replacement, a hard white substance was found around the pump connection. The pump connector was also replaced. The new pump was programmed to deliver in flex mode (type of medication, concentration, and dose were not reported). Additional information has been requested, a follow-up report will be submitted if additional information becomes available.